Manufacturer narrative:
(B)(4). Baxter received the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot not be performed. The device has already began the repair process; opportunity for reproduction and cause determination is no longer available. The device will be repaired and tested prior to release to ensure the device has met all specifications.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.